Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced display anomaly. Customer reports that display began to fade in and out and when it came back, screen was difficult to read. Customer also reported that battery depleted daily. Customer's blood glucose was 135 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. However, the pump was received with a corroded battery tube. No low battery alerts were noted. No display anomaly noted. The pump was received with minor scratches on the lcd window.